Event description:
Account reports: the dressing shredded and left pieces in the wound. The pt had to go for an add'l f/u in their physicians office for a minor debridement to remove the shredded pieces of dressing from the wound.